Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ syringe luer tip broke off during use. The following information was provided by the initial reporter: "when attached to extension of pivc tip of syringe snapped resulting in medication not being able to be administered, pivc being damaged and therefore need removing and child having to undergo further procedures due to faulty equipment. No injury. Pediatric patient required new cannula insertion as cannula damaged"

Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 2003264, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2003264 were used for additional evaluation. No damage or defects was observed on any of the syringe tips. Tip and thread verification tests are performed within the manufacturing environment according to procedure. Testing was performed on the ten retained samples and found all product was within specification.

Event description:
It was reported that the bd plastipak¿ syringe luer tip broke off during use. The following information was provided by the initial reporter: "when attached to extension of pivc tip of syringe snapped resulting in medication not being able to be administered, pivc being damaged and therefore need removing and child having to undergo further procedures due to faulty equipment. No injury. Pediatric patient required new cannula insertion as cannula damaged"